Manufacturer narrative:
(B)(4). Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the nurse was assembling instruments when she noticed that the tip of the rod was broken. There was no direct impact or harm to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: type of investigation: remove code 4114 ¿ device not returned. Visual examination of the returned product identified the tip of the shaft to be fractured. The rod has been scuffed such that rings are present around the shaft. The shaft is also gouged. Scratching was observed on the head. No thread damage was observed. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 visual examination of the provided pictures identified there are wear lines present on the shaft. The tip of the guide rod is fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.